Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow -up report will be filed.

Event description:
It was reported to nova biomedical that a consumer received a result of 236 mg/dl on their blood glucose meter. The consumer's husband brought the consumer to the emergency room because she was not feeling well. The emergency room tested the consumer using their unk blood glucose meter, getting a result of 34 mg/dl. It was discovered during this call, the consumer is transferring her test strips from one vial to another vial, which is against our directions for use. This improper handling of test strips may compromise the integrity of the test strips. The test strips in question will be returned for eval.